Manufacturer narrative:
Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.